Event description:
The manufacturer received information alleging the patient has chronic obstructive pulmonary disease and respiratory failure. There is no allegation the ventilator malfunctioned or failed to deliver therapy as designed. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported, was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic obstructive pulmonary disease and respiratory failure. Medical intervention was not specified by the patient. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received a trilogy 100 ventilator with the presence of foreign material indicative of contamination from external sources. Tech proceeded to run the unit with its original settings as it was received at pil, and the suspect unit operated without issue or alarms. Tech proceeded with the disassembly of the unit and confirmed the presence of foreign material indicative of contamination from external sources including such material indicative of insect infestation. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly.